Manufacturer narrative:
(B)(4).

Event description:
It was reported that the univ isrt spacer sz 5-6 15mm is chipped and cracked. Incident occurred during a standard office efip inspection. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.